Manufacturer narrative:
The device was received deployed. Initial inspection of the device found the housing, the adhesive welds, and the exposed portion of the soft cannula, and the sma wire assembly to be damaged. This damage was determined to have happened post use. The fluid path was investigated and the cannula was found to be damaged. Due to the cannula damage, fluid was not able to exit the entire fluid path as intended; again, the damage was determined to have happened post use. Because the cannula was damaged a leak test could not be performed on the fluid path. It could not be determined if the device leaked during wear. An 0x10 alarm was found during investigation, however the cause of this alarm could not be determined. No timeouts or drive stalls were observed in the download data. No damages or deficiencies were observed that would have caused the this alarm. The device functioned as intended by alerting the user and deactivating as intended. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 385 mg/dl while wearing the pod between 4 and 24 hours on the back.